Event description:
It has been reported to philips that the c-arm was not moving. No harm has been reported to philips. A philips service engineer inspected the system on site and it was identified that geometry module was defective. The geometry module has been replaced and the system was returned to use in good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the c arm is not moving due to geometry module issue. Fse replaced the the geometry module. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.